Event description:
I had breast implants put in due to them being deformed after child birth. They were implanted (B)(6) 2008, soon after I became sick. Pain in my breasts, sides, back and neck. It continued and grew to my joints and muscles. Pain was a 8-10 on most days! I could not work because of it. I've had extreme fatigue as well, my body swells. If I can get out of bed, I can't walk or stand for extended amounts of time. I get migraines and blurred vision. My breasts are hard as a rock and stabbing pain in my breasts, they feel hot and hurt like crazy. There are also lumps in my breasts and in my pit area. You can also see my implant ridge through my skin! These have to come out! My doctor wrote a letter they need to come out, my insurance company denied it! When I had them put in I was told they were 100 percent safe. That they were new and improved since 2007. The old silicone were taken off market because they leaked. I was told no way would these. These were 100 percent safe. I was lied to! I was very upfront with my health and expected to be told the truth! I was never told these could hurt me! I am now on long term disability because of this, why do you allow these on the market when you know they are toxic and can kill women? There is no way these should be on the market!